Manufacturer narrative:
Final analysis found two insulation abrasions breaching ring electrode cable lumen at 81.3 cm to 81.5 cm and at 81.8 cm to 81.9 cm from the connector pin. One of the ring electrode cable was abraded at 80.0 cm to 80.1 cm from connector pin and the inner coil was exposed at this region causing shorting.

Event description:
New information on 8/21/2014, noted that the lead was explanted and replaced on (B)(6) 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient had an alert for low lead impedance on the left ventricle lead. The lead remained implanted.